Event description:
It was reported that during patient use, a ventilator alarmed and the display went black. The patient was removed from the ventilator and placed on another unit. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The ventilator's graphic user interface (gui) printed circuit board (pcb) was returned for investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The product was installed into a test ventilator. When powered up the ventilator failed the power on self test (post) and generated a gui inoperative condition. The fault was then isolated to a component of the pcb, the vga controller. The customer complaint was verified.

Manufacturer narrative:
(B)(4).